Event description:
Customer reported on (B) (6) 2010 that due to a delivery issue involving a replacement meter, she was unable to test her blood glucose and subsequently experienced difficulty thinking clearly and had a "weird" taste in her mouth. Customer self-presented to a local emergency room twice within a five week period. Actual dates of visits to the emergency room were not provided. Customer was diagnosed with hyperglycemia and treated with an intravenous infusion of unknown type. Customer also noted she self-treated with her usual diabetes medication, lantus insulin and also drank copious amounts of water. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. No further investigation will be undertaken as issue involved a delivery problem. A review of the delivery information revealed the customer's apartment number was omitted from the address so the product was returned. Product has been re-sent and was received by the customer. It should also be noted: the serial number of the replacement meter is unknown. The date of manufacture is the date abbott diabetes care became aware of the situation.